Manufacturer narrative:
B4; g1, 3, 6; h2. Corrected data: d4 primary UDI number: (B)(4).

Manufacturer narrative:
A1, 2, 3, 4, 5, 6: patient information was requested but the customer refused to provide details as per their own policy. D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a small o2 cylinder with stand was brought into the scan room by a ward staff employee when it became attracted to the magnet. During the attraction, the employee suffered a cut on their hand which required sutures. The customer removed the o2 cylinder on their own.

Manufacturer narrative:
Ge healthcareâs (gehc) investigation has been completed. An employee suffered a cut on their hand requiring sutures when a small o2 cylinder with stand was brought into the scan room and became attracted to the magnet. The root cause was determined to be use error. The trained technician was not at the site when the event occurred. Trained personnel should be present at all times during the operation of the mr system. Gehcâs mr service safety and installation manuals define the risks associated with entering the scan room with ferrous materials in addition to procedures to follow to maintain controlled access to the mr scan room, and reduce the likelihood of ferrous objects entering it. No further actions are planned by gehc. Corrected data device identification number: (B)(4).